Manufacturer narrative:
Malformed clip. The analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 4 pear shaped clips due to two double fed incidents. The remaining 6 clips were properly fed and formed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during lap cholecystectomy procedure, the device locked out. They opened another device to complete the procedure. There was no patient consequence.